Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the cartridges were filled with 260-300 units of insulin. The customer reported blood glucose level ranged from 109-300 (mg/dl), and was addressed with a correction bolus. It was confirmed that the customer will continue using the pump for continued insulin therapy.